Event description:
It was reported that the patient's spectra penile prosthesis was removed due to patient dissatisfaction and "did not work properly". It was reported that there was "not good rigidity". No patient complications were reported in relation to this event.

Manufacturer narrative:
Analysis results: the two spectra cylinders were visually inspected and functionally tested. Both of the cylinders performed within specifications.